Event description:
It was reported that right after the scheduled procedure, the right atrial leadless pacemaker (alp) was pacing inappropriately. An interrogation was performed and failure to capture and under sensing were noted. An x-ray was performed, and it was discovered the alp was dislodged into the superior vena cava. The alp was successfully retrieved and repositioned. The patient was in stable condition.